Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a high anterior resection, the subject device was used. Approximately 5 hours into the procedure, a short circuit error occurred. After the examination of the jaw, the user found that the tissue pad of the subject device was burnout. The subject device was replaced and continued the procedure without further incidents. There was no patient injury reported. This is the report regarding of the severely worn tissue pad.